Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that 'when I first received the pump, it seemed like everything was going pretty smoothly and it was delivering the medicine pretty fast, but now it seems like there's a holdup between delivery. It seemed like it was taking so long. When it got to 90%, it holds for a long time and then it stops before it delivers the medicine.' The patient confirmed that this has been going on 'for about 6 weeks now,' when the agent inquired event date. The agent assisted the patient in clearing data and the patient's initial four-minute lockout expired. The patient wanted a bolus. The patient was able to successfully request/receive a bolus. The patient mentioned that it did not lag at 90%. But, while connecting to the pump, the patient mentioned seeing 'move the communicator over the pump,' and mentioned 'I have problems with this - I have a problem with itgetting there I guess.' When the agent attempted to clarify further, patient did not provide a response. The patient appeared to have difficulties holding the communicator over the pump. When the agent inquired pump med, 'we recently switched to dilaudid and something else,' but name unknown. The agent did not attempt to clarify further due to patient's difficulties answering questions and to focus on reason for call. The patient will monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.